Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure or method was due to the user error of not following steps as per instruction for use (IFU) by using expired device. It should be noted that the mitraclip g4 instruction for use states ¿do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection.¿ there is no indication of a product quality issue with respect to manufacture, design or labeling. Medical device code 2017- use after expirationna.

Event description:
This is filed to report device use after expiration. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, prolapsed posterior leaflet, and dilated left atrium. A mitraclip was successfully implanted. A mitraclip xt was then implanted without issue. There were no device related complications. The procedure was completed with two clips implanted. The mr was reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. However, a couple of days later it was noticed that the mitraclip xt was expired. No additional information was provided.